Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. (B)(6). Additional information - this medical device report is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code no malfunction based on complaint information, it was determined that the complaint does not allege a product malfunction occurred while the product was being used as intended. No specific product/product family, lot number, or evidence was provided, which limits the ability to trace or analyze a particular item. Corrective and preventive action determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia with high ketones and was treated with IV insulin on (B)(6) 2025.